Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report. Device not returned.

Event description:
It was reported that the patient's left knee was revised due to infection (infection was reported by surgeon. Unknown if clinically confirmed). A washout was performed, and a 7x9 ts insert was revised to a 7x11 ts insert. Rep reported that no further information will be released by the hospital or surgeon.